Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) has received the right high resolution stereoscopic viewer (hrsv) and completed the failure analysis investigation. The image display on the hrsv was dark. The main board was also damaged.

Event description:
Refer to additional MFR narrative for follow-up information.

Manufacturer narrative:
Isi has received the high resolution stereoscopic viewer (hrsv) for failure analysis, however, the failure analysis has not been completed. Therefore, the root cause of the customer reported failure has not been determined. A follow up MDR will be submitted once the failure analysis has been completed. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon side console (ssc) right eye was black. The customer cycled system power prior to calling phone support. The technical support engineer (tse) had the customer cycle system power, cycle the vision side cart (vsc) and ssc circuit breaker for over one minute. The system powered and homed, but the right eye was still black. The customer verified good left and right eye vision on the vsc touchscreen. The customer cycled system power and swapped the blue fiber cables between the patient side cart (psc) and ssc. The system powered and homed successfully, but the ssc right eye was still black. The customer verified that no dvi video output cables were connected to the ssc and vsc. The customer tried a new endoscope, but that did not resolve the issue. The procedure was aborted with no reported injury. Intuitive surgical inc. (Isi) followed up with the clinical sales rep to confirm that there was no vision in the right eye of the surgeon side console (ssc). At the time, one port had already been placed and the patient was under anesthesia. Following troubleshooting, the customer could not resolve the issue and decided to abort the case. The customer did not note any issues during setup of the system. The csr confirmed with the or staff that they had not checked if the vision in the ssc was functioning prior to administering anesthesia and placing the port. There was no injury to the patient.